Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, therefore no additional information was obtained.